Manufacturer narrative:
(B)(4). Evaluation = device history reviewed. Result = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the unit was analyzed in the field by technical services technicians. The unit was ran for over an hour and it functioned normally with no errors found. Reason for pump failing to produce flow is unk. Conclusion: the reason for the pump failing to produce flow could not be determined at this time. Should additional information be provided, a supplemental report will be filed.

Event description:
.